Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded on motor home switch. No moisture damage found on electronic assembly. No check setting alarm and battery out limit alarm noted. The insulin pump was received with cracked at reservoir tube lip. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and motor error alarm. The blood glucose at the time of the incident was 161 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.